Manufacturer narrative:
(B)(4). Batch # l55f25. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? What was the product code of the stapler (ple45a, ec45a, pse60a, ec60a, etc.)? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during a laparoscopic anterior resection procedure, staple malformation. The scrub nurse said bleeding occurred on the staple line; she thinks the staples did not formed well. Unknown how the procedure was completed.

Manufacturer narrative:
Tracking # (B)(4). Added additional information. Batch # (B)(4). The analysis results showed that two ecr45d cartridges reloads were received. The reloads were received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.